Manufacturer narrative:
The device was returned for evaluation. The download data was unable to be retrieved. A power supply was used to attempt to download the data however was unsuccessful. The top and bottom housing both were cracked and the exposed portion of the soft cannula was bent. All batteries were found to have insufficient charge. Multiple internal components were found to be damaged. The top battery, mechanism rails, and slide insert were bent down. The ratchet gear was not catching on the hook talons as well. It cannot be conclusively determined when these damages occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had high blood glucose (bg) levels of 500 mg/dl. The patient was giving himself a bolus and got an occlusion alarm. Mother treated the high bg by changing the pod and giving him a bolus. The pod had been worn between 4 and 24 hours on the arm.